Manufacturer narrative:
A ge representative evaluated the system and loaded updated software. The system operates as intended.

Event description:
The customer reported the system displayed a flash memory error and would not boot up. No patient injury was reported.